Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported there was a split in the middle of the graft with the 3 inch guard". No further information provided. No adverse event was reported with this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the air dermatome (B)(6) by zimmer-taiwan on 26 february 2020 revealed that the motor, bearing pack, o-ring, seal, reciprocating arm, and external e-ring needed to be replaced. Product repair repair of the device was performed by repair site on day month year which included replacement of the following: motor, bearings, rings, seal, reciprocating arm the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Event description:
There is no additional information.